Event description:
Had an injection of synvisc wyeth in my left knee. Having swelling and pain in both legs. Also, having problems with atrial fibrillation. I have had 2 ablations and doctor is now talking about a third one. Looks like the third one is due to the second injection of synvisc wyeth that I had before I understood what was causing my afib problem. First injection was on (B)(6) 2012 and first afib problem was on (B)(6) 2012. Second injection was on (B)(6) 2013 and afib issues started again on late (B)(6) 2014. Dose or amount: 6 cc. Dates of use: (B)(6) 2012.